Manufacturer narrative:
This complaint has been previously submitted as part of recall with recall number z 1973-2021, this incident has been deemed reportable due to the corrosion found on the power connector only and not part of recall. The correct b5 should be "the manufacturer received information regarding a dreamstation auto. The device was returned to a third-party service center. During visual inspection of the device, corrosion was found on the power connector. This report is being submitted for the corrosion found on the power connector during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient." Section h: remedial action init (rfb) and recall (z) number (rfb) has been corrected/updated.

Manufacturer narrative:
H3 other text : the device was serviced by a third party service center.

Event description:
A device was returned to a third-party service center about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected and scrapped during the evaluation of the device at the third-party service center. There is corrosion on metallic surfaces. The power connector of the unit is corroded and destroyed, and the unit cannot be powered on to collect errors, log machine hours, error code numbers, and the software version. The device has been dispositioned per fc 16-700-626. There is also dust/dirt contamination inside the device. There is no mention of foam degradation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer received information regarding a dreamstation auto. The device was returned to a third-party service center. During visual inspection of the device, corrosion was found on the power connector. This report is being submitted for the corrosion found on the power connector during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.